Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s911usqs6dyf3 hardware: sm-s911u cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the needle did not deploy and an error messaged displayed bolus was not delivered.

Manufacturer narrative:
An evaluation of the returned device has been conducted. The pod was received with the needle mechanism not deployed. The download data showed that the pod completed 48 first prime pulses and was then deactivated at the end of first prime. The inspection of the data found that the pod did not generate a hazard alarm during operation. The needle did not deploy because the pod was deactivated before the start of the second prime. There were no damages or deficiencies found with the pod that would prevent the needle from deploying during the second prime as intended. There are no further actions warranted at this time.